Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that a revision procedure was performed and both the rv lead and the ICD were explanted due to high out of range shock impedance measurements. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis since it was destroyed during the extraction.